Event description:
It was reported that patient presented remotely via merlin.net. It was observed that implantable cardiac monitor (icm) exhibited far p oversensing. Programming changes were made resolving the issue. Patient condition was stable.